Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Evaluation of the returned device revealed that no damage or failures were observed on the ccp board assembly. No other visual damages were encountered. The identification number of the hub is # 1. The catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected. The catheter was able to properly pull back manually and automatically. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2015-07025, 2134265-2015-07026 and 2134265-2015-07027. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. During a percutaneous coronary intervention (pci) with intravascular ultrasound (ivus), an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a sled to view the target lesion. It was noted that the opticross¿ imaging catheter was not recognized. The imaging catheter was then reconnected; however, the issue was not resolved. Therefore, the console was rebooted up and then setting up was performed. However, it was noted that it was unable to perform automatic pullback. The imaging catheter was then exchanged with another opticross¿ imaging catheter but this issue was not resolved. Thus, manual pullback was performed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2015-07025, 2134265-2015-07026 and 2134265-2015-07027. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. During a percutaneous coronary intervention (pci) with intravascular ultrasound (ivus), an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a sled to view the target lesion. It was noted that the opticross¿ imaging catheter was not recognized. The imaging catheter was then reconnected; however, the issue was not resolved. Therefore, the console was rebooted up and then setting up was performed. However, it was noted that it was unable to perform automatic pullback. The imaging catheter was then exchanged with another opticross¿ imaging catheter but this issue was not resolved. Thus, manual pullback was performed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.